Event description:
The device was used to close fascia during a myomectomy procedure. Reportedly, the suture broke post-operatively when the pt coughed. The wound dehisced. The pt was brought back to or and suture was reapplied.